Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded two high out of range shock impedance measurements. This patient's defibrillation exhibited variable shock impedances with the previous device as well. It was noted that the usual range for this lead was 80 to 100 ohms for all of the daily measurements. Ts discussed that this single coil tachycardia lead can have higher impedances due to less surface area, thus they could consider continued monitoring; however, that was physician discretion. Ts recommended troubleshooting options to test the system. It was noted this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.